Event description:
It was reported to nova biomedical that a consumer received a result of 500 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 111 mg/dl. During the call to customer support, the integrity of test strips was determined to fall within range. The difference in the readings alleged by the consumer was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.